Manufacturer narrative:
The pump was received with a blank display after inserting the battery due to a corroded battery tube. Unable to conduct the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to the blank display. The pump was received with cracked battery tube threads. No damage was noted inside the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of blank display and damage from the insulin pump. The customer's blood glucose reading was 87 mg/dl prior to blank display. The customer stated that he received blank display after battery change. Two months ago, the customer noticed a leak in battery compartment. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.